Manufacturer narrative:
No complaint was received with the return of the device. Failure event observed during analysis. Final analysis found an internal insulation abrasion breaching the superior vena cava cables lumen with no damage noted to the etfe cable coating located at the proximal region on the connector portion of the lead. The inner coil lumen was intact/undamaged in the abrasion zone.

Event description:
This report is to advise of an event observed during analysis.